Manufacturer narrative:
Patient information was unavailable from the site. No 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a cranial resection, the screen saver for the navigation system appeared during the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.